Manufacturer narrative:
Additional information: d10 : the reported events of over sensing and insulation breach were confirmed. Final analysis of the lead found inner insulation damage at the suture tie down region at 14.5 cm from the connector pin. The cause of the reported events was isolated to over tighten suture tie down damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited oversensing. During the procedure, the set screw was deemed to be tight. The insulation may have been breached during suturing as there was blood stain within the insulation. This was likely from the original implant after closing the pocket. The lead was explanted and replaced. The patient was stable and discharged.